Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic discovered the pacemaker failed to trigger elective replacement indication (eri) when the battery voltage fell below expected level. Upon further examination, it was noted that the battery had fallen below the expected voltage for about a few weeks but no eri triggered. A device replacement was expected but the procedure was not yet scheduled. There were no reported adverse consequences to the patient.